Event description:
The customer contacted stryker to report that their device logged a critical event code. The event code is related to a potential issue of the device to deliver energy. The customer advised that the device lost the patient's ECG rhythm and the display went blank when attempting to shock, thereafter the event code was logged. In this state, defibrillation therapy may be delayed or not available if needed. There was patient use associated with the reported event, however there was no adverse outcome.

Manufacturer narrative:
The customer provided stryker with all the available patient information. Patient fields in which information was not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The codes were cleared from the device memory and did return when shocking. Stryker replaced the therapy pcb assembly as a preventative measure and for customer satisfaction. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device logged a critical event code. The event code is related to a potential issue of the device to deliver energy. The customer advised that the device lost the patient's ECG rhythm and the display went blank when attempting to shock, thereafter the event code was logged. In this state, defibrillation therapy may be delayed or not available if needed. There was patient use associated with the reported event, however there was no adverse outcome.